Event description:
Caller reported a malfunction on the pump, with no notable events occurring beforehand. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support decided to replace the pump, providing the caller with instructions on using storage mode before returning the malfunctioning device. The replacement pump was sent with updated software, and training was made available through the tandem source account.